Event description:
The patient came in reporting pain and instability and the cause is unknown. At about 1 year and 7 months post primary the surgeon revised all components with competitor components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 20 june 2022: lot 2001661: (B)(4) items manufactured and released on 13-july-2020. Expiration date: 2025-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional items involved in the event, batch review performed on 20 june 2022: gmk-sphere 02.07.1203r tibial tray fixed cemented size 3 r (k090988) lot. 2002944 lot 2002944: (B)(4) items manufactured and released on 26-may-2020. Expiration date: 2025-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Gmk-sphere 02.12.0312fr tibial insert fixed sphere flex size 3/12 mm r (k121416) lot. 2000436 lot 2000436: (B)(4) items manufactured and released on 16-mar-2020. Expiration date: 2025-03-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot. 2003008 lot 2003008: (B)(4) items manufactured and released on 23-june-2020. Expiration date: 2025-05-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.